Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that attempts to place a circulatory support pump through right-side axillary access were unsuccessful due to extremely tortuous and atypical vascular anatomy, which prevented advancement of the guidewire and later caused kinking of the pump cannula. After prolonged efforts, including specialist consultation and a failed attempt at direct insertion through a mini-sternotomy due to an infectious pocket around the ascending aorta, the procedure was aborted and the clinical team transitioned the patient to veno-arterial extracorporeal membrane oxygenation for circulatory support. No patient symptoms were reported during the event, and the device required revision or replacement.

Manufacturer narrative:
The following sections have been corrected: d4-catalog number. The investigation for the failure to advance, cannula kink has been completed. No product returned. The cause of the delivery issue and product damage was determined to be patient condition as the patient had unique and highly tortuous anatomy preventing successful delivery of impella.